Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated and a conclusive cause for the reported difficult to advance and difficult to remove could not be determined in this complaint. The reported material deformation (clip cover) was likely an outcome of troubleshooting steps that were performed during the procedure to retract the clip out of the steerable guide catheter. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove and material deformation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. While inserting the clip into the steerable guide catheter (sgc), the clip became jammed and was unable to be retracted. After multiple attempts, the clip was successfully removed, but it was noticed the clip cover became damaged. It was noted that no damage occurred to the sgc. The same sgc continued to be used and a new clip delivery system (cds) was inserted without issues and the clip was successfully deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.